Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. E1 - initial reporter last name unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that before use with the device air entered the white cuff but did not come out. There was no patient involvement and no patient harm reported.

Manufacturer narrative:
One device and four photos were returned for visual evaluation, based on photos received any defect on the tube could not be confirmed. Functional testing was performed, the sample was connected to the air equipment to detect any problem in the inflation system, the white cuff was inflated successfully. The root cause of the issue was not determined as no device issue was found. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.